Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episode number (B)(4) showed a shock due to ventricular fibrillation. The shock had an energy of 0 j and a shock impedance <20 ohms confirming the clinical observation. However, the rhythm of the patient stabilized afterwards. No further peculiarities were noted based on the available data. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the shock impedance on this lead decreased (<20 ohm). The patient will be monitored via home monitoring. No adverse patient events or inappropriate therapy was reported. Lead currently remains implanted. Should additional information be received, this file will be updated.